Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w non-sterile, lot # 73k1600050 was manufactured on 10/07/2016 a total of 18,000 pieces. Lot was released on (B)(6) 2016. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported.

Event description:
The staples or clamps get caught and are unusable. The issue was noted during patient use. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples or clamps get caught and are unusable. The issue was noted during patient use. There was no patient injury.